Event description:
The customer reported via phone call that the customer had high blood glucose. The customer blood glucose was 457 mg/dl and 431 mg/dl. The customer had symptoms such as thirsty. The customer reported that the insulin delivery suspended due to sensor glucose and blood glucose difference. It was reported that the sensor glucose value from reported event was 294 mg/dl and blood glucose value from reported event was 457mg/dl.it was reported that the customer was using automode. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.